Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Dysmenorrhea [dysmenorrhea]. Chronic tiredness [tiredness]. Lumbar pain [lumbar pain]. Loss of libido [loss of libido]. Memory impairment [memory impairment]. Muscle pain [muscle pain]. Weight gain [weight gain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 23-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure inserted (lot no. C68121) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2015, the patient had essure inserted. In (B)(6) 2017 she experienced pelvic pain (seriousness criterion medically important), dysmenorrhoea ("dysmenorrhea"), fatigue ("chronic tiredness"), back pain ("lumbar pain"), loss of libido ("loss of libido"), memory impairment ("memory impairment") and myalgia ("muscle pain"). At the time of the report, none of the events had resolved. The reporter considered back pain, dysmenorrhoea, fatigue, loss of libido, memory impairment, myalgia and pelvic pain to be related to essure administration. The reporter commented: we noticed that I was gradually having problems since 2017 without being able to identify a possible causality. Current patient condition: chronic tiredness, lumbar pain, weight gain, dysmenorrhea, pelvic pain, loss of libido, memory impairment, muscle pain, and others. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] dysmenorrhea [dysmenorrhea] chronic tiredness [tiredness] lumbar pain [lumbar pain] loss of libido [loss of libido] memory impairment [memory impairment] muscle pain [muscle pain] weight gain [weight gain] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 23-jan-2025. The most recent information was received on 19-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 35 year-old female patient who had essure inserted (lot no. C68121) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In june 2017 she experienced pelvic pain (seriousness criterion medically important), dysmenorrhoea ("dysmenorrhea"), fatigue ("chronic tiredness"), back pain ("lumbar pain"), loss of libido ("loss of libido"), memory impairment ("memory impairment") and myalgia ("muscle pain") and was found to have weight increased ("weight gain"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to dysmenorrhoea, fatigue, back pain, pelvic pain, loss of libido, memory impairment, myalgia or weight increased. The reporter commented: we noticed that I was gradually having problems since 2017 without being able to identify a possible causality. Current patient condition: chronic tiredness, lumbar pain, weight gain, dysmenorrhea, pelvic pain, loss of libido, memory impairment, muscle pain, and others. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-feb-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.